Event description:
A 7.3mm cannulated screw implanted for scfe (slipped capital femoral epiphysis) broke postoperatively. Patient complained of pain and x-rays revealed broken screw. Screw was removed and replaced.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Synthes is unable to determine manufacturing site of manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.